Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wait 30 minutes message on the mobile app occurred. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. The reported event of a wait 30 minutes message is reportable based on the finding of an app crash. No injury or medical intervention was reported.